Manufacturer narrative:
H10: manufacturing review: as the lot number for the device was not provided, a review of the device history records could not be performed. Investigation summary: the sample was not available for evaluation. Provided image demonstrates the placed stent overlapping another stent. Varying contrast along the stent may indicate areas of different strut coverage potentially indicating elongation/ foreshortening but the resolution is poor so that a detailed strut evaluation is not possible; adequate scaling information is not part of the image so that a length measurement is not possible. The comparison to a successfully placed 100mm stent and the varying contrast lead to confirmed result for stent shortening during deployment. Based on the investigation of the provided information, the investigation is closed as confirmed for stent foreshortening. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The instruction for use state: 'gain ipsilateral or contralateral femoral access utilizing an appropriate introducer sheath ¿ 5f (1.67 mm) or larger introducer sheath. (...) Insert a guidewire of appropriate length (table 2) and 0.014 inch (0.36 mm) - 0.035 inch (0.89 mm) diameter (...)', and 'pre-dilatation of the lesion with a balloon dilatation catheter is recommended.' Holding and handling of the system throughout deployment was found described, in particular the instruction for use state: 'confirm that the introducer sheath is secure and will not move during deployment (...) Gently hold the stability sheath close to the introducer sheath and keep it stationary and under tension throughout deployment (...) Remove slack from the stent system held outside the patient', and 'do not hold or touch the brown moving sheath during stent release'. The instruction for use further state: 'while using fluoroscopy, maintain position of the distal and proximal stent radiopaque markers relative to the targeted site. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure, the stent on the catheter allegedly does not match the labelling of the box. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. However, an image was provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure, the stent on the catheter allegedly does not match the labelling of the box. The procedure was completed using another device. There was no reported patient injury.